Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse in room for assessment and went to do foley catheter care and noticed the foley catheter tip was out of vagina and balloon not inflated. Registered nurse tested the foley balloon by infused with 10ml of normal saline, the balloon did inflate with that test and did not leak. Foley sent down for further evaluation. Patient was able to get up and void on their own without difficulty. So they had a failure with the 14fr foley tray kit balloon. Whenever they had a product failure a report gets put in our internal system and routes to them to report to the vendor or company. Below is the information from the failure. They did had the product saved for return if needed.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received 1 drainage bag with an inlet tube, sample port connector, and catheter. Visual inspection noted no obvious observations. During the testing, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100 ml distilled water), and immediately lumen-to-lumen leakage was present. This is out of specification per instruction procedure (B)(4), which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Correction: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse in room for assessment and went to do foley catheter care and noticed the foley catheter tip was out of vagina and balloon not inflated. Registered nurse tested the foley balloon by infused with 10ml of normal saline, the balloon did inflate with that test and did not leak. Foley sent down for further evaluation. Patient was able to get up and void on their own without difficulty. So they had a failure with the 14fr foley tray kit balloon. Whenever they had a product failure a report gets put in our internal system and routes to them to report to the vendor or company. Below is the information from the failure. They did had the product saved for return if needed.